Event description:
The account alleged the bed is not sending a nurse call or a priority call. No pt impact.

Manufacturer narrative:
The tech had the account check the pins and the nurse call and priority call are functioning as designed. The account had the pendant interface connected incorrectly. No problem was found with the bed.